Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user experienced a bowtie cooling effect. It was noted that the laser power was lowered from 100% to 78%. The user didn't immediately let off the foot pedal once cold pixels were witnessed. The physician did perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.